Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there were multiple black lines running down the pump screen. Reportedly, the screen was still functional and there was no other visible damage. The customer stated that the display issue did not block any graphics or text, but reported it made it "a little harder to read certain text". There was no information provided regarding the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.